Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device wasn¿t charging since they were beat up. The patient stated prior to being beat up the device was charging fine. The patient provided conflicting information that it wasn¿t charging since before they got beat up. The last time they were able to successfully charge was several months ago. The patient was directed to follow-upwith the healthcare provider to address the possible overdischarge. The patient noted pain around the implant area since they were beat up. The indications for use were spinal pain and chronic low back pain. Additional information was received 2018-08-06. It was reported the patient was beaten and her device stopped working and won¿t charge. The patient reported there was no use ¿jumping¿ a battery that was potentially sitting on her sciatic nerve. The patient brought her external equipment to her healthcare provider (hcp) and showed the hcp that the equipment was not working in her back. MRI compatibility guidelines were requested. The patient reported MRI is needed to figure out where the lead is in spine and where ins is because they think device is laying on a nerve because the patient is "swelling like a balloon" in her feet so she is barely able to put shoes on or walk and it is constantly putting pressure on her lower spine. The patient said she has a whole lot of inflammation (in her feet, legs, around where battery pack is, around back area where tail bone is) that started showing up in her blood work. The patient was in a lot of pain because of this. The patient said cat scans not showing anything, so she needs MRI. The hcp may have to take device out and put a new one in because of this. The patient also brought up that when the implant was running, even when it was on a low setting she would feel a hard vibration that was making her urinate in her sleep. The patient was redirected to their healthcare provider. No further complications were reported/anticipated.